Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/22/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 04/02/2015 with the following findings: visual inspection revealed that the battery compartment was cracked along the side of the threads. Evidence of moisture was found inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture was found inside the pump. The returned battery cap was used to complete all testing. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. The complaint that the pump was not operational was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. The reporter alleged that the pump was ¿not currently operational¿. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.